Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # xl-115363, bearing, lot # 743700. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09766.

Event description:
It was reported that during a primary l shoulder procedure, the surgeon was unable to assemble the humeral bearing to the humeral tray. The procedure was able to be completed with new products without delay. No patient consequences were reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. The tray and bearing were returned, and visual inspection confirmed that the tray would not fully seat. The locking ring was bent. The items could not be separated to view the ring more clearly. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.